Manufacturer narrative:
H3: one used sample received for analysis. Visual inspection was carried out; no damage or anomalies were observed. Upon further inspection after disassembly, the solvent coverage for the returned sample was observed to be sufficient and a leak was observed from the filter outlet tubing during the pressure ramp. A pull test was performed and the measured pull force met manufacturing specification. The customer complaint of leakage was confirmed, and the probable cause was due to unintentional pulling forces.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during priming, the medication leaked from the filter joint of the extension tube. There was involvement, no injury was reported.